Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer, therefore it could not be analyzed. Pictures have been reviewed and showed that the sealing of the inner packaging was damaged. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 16 similar complaints, this one included, have been recorded on biomet bone cement2x40g, reference 3035890022, batch a529ai2903. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner powder package was opened and leaked. This issue was found before surgery. There was no patient involvement